Event description:
It was reported that inflation could not be maintained on three (3) size 4 fen, fenestrated low pressure cuffed tracheostomy tubes. The problem was identified by the homecare pt who reports that the luer valves were defective. This was detected during procedure set-up prior to direct pt use. The involved devices were returned to the MFR on 04/08/1999 for decontamination, testing and eval.